Event description:
Neonatal intensive care unit nurse was priming tubing set for administration of total parenteral nutrition. Nurse noted fluid coming from a cut in the tubing. External packaging saved with no evidence of loss of integrity of outer packaging. Tubing sequestered.